Manufacturer narrative:
Through follow-up communication with the customer, livanova USA learned that the product was discarded by the facility risk management department after it was confirmed that there was no adverse affect on the patient. It is still unknown at this time if the disposable product experienced a malfunction. As the customer has discarded the device and closed the investigation on their end, no further investigation can be performed and a root cause could not be determined. Device discarded by customer.

Manufacturer narrative:
Patient information was not provided. It is unknown at this time if the event was related to an issue with the disposable or the equipment. A (B)(4) field service representative was dispatched to the facility to inspect the equipment and the issue could not be duplicated. At this time, it is unknown if the disposable product will be made available for return to (B)(4). If any additional information relevant to the reported issue is received, it will be provided in a supplemental report. Product availability is unknown.

Event description:
(B)(4) received a report that flow was lost during a procedure and air appeared in the arterial line of the custom perfusion tubing set, indicating retrograde flow. The user was able to regain forward flow and the case was continued. There was no report of patient injury.